Event description:
It was reported during a mastectomy procedure, the coag function just stopped. There were no codes displayed. The case was completed with a bovie. There was no pt harm.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the MFR for the time period (B)(4) 2010 through (B)(4) 2012. Eval: the pulsar generator was received in poor condition, the upper lid was dented and discolored. Powered on unit and lcd vga display had no text. The backlight was functioning normally. Found that the lcd video data cable shielded harness connector had become un-seated from the ucb pcba receptacle. Re-seating connector restored normal lcd display function. The unit delivered rf energy correctly into fixed resistors. The shielded video cable connector appeared to be engaged but was not fully seated on the ucb receptacle. May have been connected marginally during MFR or connection inspection. Applicable software and hardware upgrades were performed. The unit passed final testing and was recertified for use. End of report.